Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported hospitalization due to hypoglycemia. Troubleshooting was done. Customer blood glucose was 586 mg/dl, the doctor took her off the insulin pump due to their opinion the insulin pump was not working. Customer was admitted in the emergency room unit with blood glucose of 47 mg/dl last (B)(6) 2014. The customer decided that she will discontinue using the insulin pump until she speaks with health care provider. Advised to monitor the insulin pump and blood glucose and call back if issues persist. The customer was advised to speak with her health care provider regarding low blood glucose. No further information provided.